Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 31-motor vent stall) occurred with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.